Event description:
Pt was connected to his 5fu chemo -3680 mg over 46 hours via I-flow homepump -series- in 2009 at 12:30 pm without incident. Rn went to disconnect pt at 10:30 am two days later, at pt's home found that ball still had quite a lot still in the ball about 40-50 cc. Implanted port checked and flushed easily with good blood return. Pump appeared to be infusing. Rn went back at 16:30 pm the same day to disconnect pt. Pt adamant that he be disconnected, and there was still about 20 cc left in the ball. Md offices notified by rn at time of disconnect. Total volume in pump was 230 ml. Dates of use: 52 hours. Diagnosis or reason for use: colon cancer.